Event description:
The customer observed a false (B)(6) result on the architect i2000sr analzyer. The following data was provided: initial 1.05, repeat 1.21 s/co ((B)(6)), run on another method (vidas) as negative (less than 15 miu/ml). There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect (B)(6), that has a similar product distributed in the us, (B)(6). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.